Event description:
It was reported that balloon rupture occurred. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and completed the procedure with a different device. There was no patient complications reported. Patient was in good condition. It was further reported that the device was just simply removed.

Event description:
It was reported that balloon rupture occurred. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and completed the procedure with a different device. There was no patient complications reported. Patient was in good condition.